Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc device, therefore, was unable to monitor their blood glucose. The customer felt sluggish and experienced symptoms of dizziness and lost consciousness however, the customer was able to self-treat glimepiride and no further information was provided. There was no report of death or permanent impairment associated with this event.